Event description:
Overnight my staff was concerned about the monitors in a patient care area, but this time the issue was with hardwired patients. My charge nurse, worked with biomed department. They followed the steps ge recommends when troubleshooting- lead change, cable change, and biomed now has the cables involved. I know the bedside monitors occasionally resync with the central station, however we have started seeing these gray lines more frequently. They are random and don't occur on more than one patient at a time. When you look at the fd strip it is minor blips without a rhythm displayed. I want to verify that it is only a resync and not a bigger issue. How frequently should we be seeing it?